Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. Customer's blood glucose value was unknown. Customer stated it was happened during normal use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device received with unresponsive keypad assembly due to corrosion. During visual inspection, found the keypad assembly corroded. Motor, electronic stack and force sensor were also corroded. Unable to perform displacement test and self test due to corroded keypad.